Event description:
Physician during a gynecological surgical procedure was grabbing a portion of the uterus with the kelly clamp and a portion of the clamp tip broke off at the juncture where the tips connect to the handle.